Event description:
Information received from the field does not address the patient's clinical status but notes that the marker channels showed oversensed r-waves while the surface ECG was clear, with no evidence of noise. Bipolar lead impedance was 1043 ohms while unipolar impedance was 207 ohms. The device was programmed to unipolar and the patient will be monitored.